Event description:
It was reported that during a da vinci-assisted single-port (sp) lung lobectomy procedure, the surgeon of the department of thoracic surgery used the sp advanced access port. At this time, a maryland bipolar forceps instrument was used on the third arm. There were no problems at first, but halfway through the surgery, while replacing and reinserting the instrument, a fragment was discovered inside the patient. The assistant removed the fragment from the abdominal cavity using a laparoscopic instrument. The procedure was completed. After the surgery, it was confirmed that the black rubber part near hole 3 of the advanced access port had come off.

Manufacturer narrative:
The accessory has not been returned to intuitive for failure analysis. A review of the provided images show: in image 1 there is an unidentified fragment being held in the middle of the image by an sp instrument coming from screen right, there appears to be a laparoscopic grasper coming in below that instrument. In image 2 there is an unidentified black fragment after it has been removed from the patient. Based on these images alone we cannot determine what the fragment is or how it may have become dislodged, the site reports that it is from the instrument arm 3 opening on the access port but we cannot confirm that via these images.